Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from vietnam of diarrhea, felt chilly and peritonitis in a female patient coincident with dianeal pd4 1.5% and 2.5% therapies. On (B)(6) 2009, the patient began treatment with dianeal pd4 1.5% therapy and dianeal pd4 2.5% therapy intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Dianeal therapies were ongoing. During a call with baxter vietnam technical services, the following was reported. On (B)(6) 2012, the patient experienced diarrhea twice, felt chilly, and peritonitis. The peritonitis was manifested as abdominal pain and cloudy effluent. On (B)(6) 2012, the patient was hospitalized for the events. On (B)(6) 2012, the patient started treatment with cefazolin (1gm, daily, ip) and fortum (1gm, daily, ip) for peritonitis. The cause of peritonitis was not reported, however, the patient used to boil the well-water for hand washing but in this instance, the patient did not boil the water and used disinfectant to disinfect the water. The patient did not store the water in a proper way. The patient is recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information: further information was provide by the nurse. The patient stopped the treatment for peritonitis. On the same day, the patient was discharged from the hospital, as the patient had recovered from the peritonitis.